Manufacturer narrative:
The device currently remains in service. This report will be updated should further information be received or device is explanted and returned.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. The device remains in service, and the data is being reviewed to determine the longevity remaining for the battery.